Manufacturer narrative:
The customer reported a complaint that the autopulse platform (sn (B)(6) displayed a "pull up lifeband, check patient alignment" message was confirmed based on the review of the archive data and during the brake gap inspection test. The root cause for the reported complaint was due to drive train motor brake assembly air gap was too wide (measured at 0.010") and was out of the specification (0.008"). The brake gap was adjusted within the specification to address the reported complaint. Upon visual inspection, noticed a cracked front enclosure, unrelated to the reported complaint. The probable root cause for the observed physical damage could be due to user mishandling such as a drop. The front enclosure was replaced to address the observed physical damage. The archive data review indicated that the autopulse platform stopped compression and displayed user advisory (ua) 17 (max motor on time exceeded during active operation), thus confirming the reported complaint. The ua17 error message was due to the brake gap being out of specification. Further review of the archive data revealed that the autopulse platform stopped compression and displayed a user advisory (ua) 02 (compression tracking error) error message. Based on the archive, the (ua) 02 message was cleared by the customer and was not replicated during functional testing. A user advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse hangtag - advisory codes description and action, user advisory 2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. The autopulse platform passed the initial functional testing without any fault or error. A load cell characterization test was performed and confirmed that both cell modules function within the specification. However, the autopulse platform failed the brake gap inspection, thus confirming the reported complaint. The brake gap was adjusted within the specification to address the observed problem. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Manufacturer narrative:
Zoll has not received autopulse platform for investigation. A supplemental report will be filed when the product is returned, and investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours ((B)(6), 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The customer reported an issue with the autopulse platform (sn (b))(6)) during a cardiac arrest event involving a 68-year-old male patient weighing 86 kilograms. The platform consistently displayed a "pull up lifeband, check patient alignment" message regardless of the patient's position. The cause of cardiac arrest was hypothermia, as witnessed by the ems crew. Immediate CPR was initiated, including manual CPR for approximately 1 minute before the autopulse platform was applied. The autopulse platform displayed the alignment message after 20 seconds of compressions. Manual CPR continued for 20 minutes until the patient was handed off at the ed. The return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead by the md at glen oaks medical center. The identified cause of death was hypothermia, attributed to a core temperature of 73 degrees. As per the customer, the patient's death was not related to the autopulse system.